Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was noted that the patient's device exhibited posted paced t-wave oversensing. Programming changes were performed. The patient was in stable condition.